Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed question marks and an error when trying to change the lead monitor to adaptive. It was also reported that the right ventricular (rv) lead triggered an alert for low impedance which occurred coinciding with an unrelated tracheostomy procedure. Reprogramming was performed to adaptive mode. The device and lead remain in use. No patient complications have been reported as a result of this event.